Event description:
This is filed to report in-hospital death. This article discusses transcatheter edge-to-edge repair (teer) with mitraclip and the impact of frailty on outcomes of patients. The primary end point was in-hospital mortality. The secondary end points from the index hospitalization included pericardiocentesis, hemorrhage requiring blood transfusion, cardiac complications, respiratory failure, sepsis, length of stay, and total hospitalization cost. The study concluded that the presence of frailty was independently associated with increased in-hospital mortality and worse in-hospital outcomes, a higher total hospitalization cost, and a longer length of stay and frailty is an independent predictor of a higher risk of complications and resource use in patients who underwent teer. Details are listed in the attached article titled, "impact of frailty on outcomes after transcatheter edge-to-edge repair with mitraclip."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes to adverse event, date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article is filed under a separate medwatch report number. Attachment: article titled, "impact of frailty on outcomes after transcatheter edge-to-edge repair with mitraclip."

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death cannot be determined. However death is listed in the instructions for use (IFU) as known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.